Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2316001 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) would not come down. There was no reported patient injury. The device was stored and prepped according to the IFU. The device storage temperature did not exceed 25 degrees celsius. All other event details are unknown. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged to the black handle with the stopcock close as received, and the syringe was not received for evaluation. The sealant and advancer tube were not returned with the device. An unknown procedural sheath was on the catheter and blood was noted in the procedural sheath. The condition of the returned device is like a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident, and no anomalies were observed. Per functional analysis, the sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. Per microscopic analysis, the shuttle tube was inspected at high magnification and the sealant was not returned with the device. A product history record (phr) review of lot f2316001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant failure to deploy-advancer tube¿ was not confirmed through analysis of the returned device since the advancer tube/sealant were not received. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was returned in a condition that showed complete device removal. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue experienced since there were no anomalies/damages noted to the device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) would not come down. There was no reported patient injury. The device was stored and prepped according to the IFU. The device storage temperature did not exceed 25 degrees celsius. All other event details are unknown. The device is being returned for evaluation.